Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: emitter 9733752 axiem 3 tabletop h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's flat emitter, specifically the connector portion on the cable, was damaged and required replacement. No patient was present during this event. The probable cause was identified as negligent damage.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, hardware parts were replaced. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. D9, h2, h3: the return of 9733752 provided the lot number 603009350. The hardware was returned and analysis was performed. It was noted that it was returned without the lemo connector. A lemo was installed, and it was bench tested for two hours. The component performed as intended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.